Event description:
It was reported that a homechoice cassette leaked. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. The leak was further described as ¿liquid in the cassette holder of the cycler¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and evidence of leakage could not be observed. The reported condition could not be verified or refuted. Due to receiving only photos for analysis and not the actual sample, there was not enough information for the analysis to neither refute nor confirm the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.